Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/09/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 03/30/2015 with the following findings:during testing, the display was found to be dim and discolored. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked from the bottom to the bumper pad. The returned battery cap was used to complete all testing. Also unrelated to the complaint, evaluation revealed that all keypad buttons were intermittently unresponsive. The keypad was found to be fully intact; no damage was observed. The keypad cover was removed and contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.